Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the fuel gauge leds not illuminating properly was not confirmed. The heartmate 3 system controller was not returned for analysis and no photos of the issue were submitted for review. Provided information indicated that the issue resolved when the hm3 controller was exchanged. It was also noted that the controller would be returned for evaluation once the patient received a new controller to use as a backup. To date the controller has not been returned for evaluation and no further information has been provided. This investigation will be reopened if the product is returned for analysis. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) describes each of the lights, sounds, symbols, and on-screen messages associated with the system controller user interface. The battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s power cables. It is also stated that the battery power gauge does not show the charge status of the controller¿s backup battery. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the fuel gauge did not light up fully and only two of the four fuel gauge lights illuminated. The backup battery was changed but the problem was not resolved and there was still no indicator for the white power cable. The controller was exchanged to the backup and the primary remained with the patient for use as the now current back up. The controller exchange resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.